Event description:
The device was used during an unspecified procedure. Reportedly, the anchor block broke. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
10/13/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.